Event description:
This is being filed to report the leak. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted, but when advancing the clip delivery system (cds), a loss of fluid column occurred. Therefore, the sgc was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak/ splash (loss of fluid column during procedure) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.